Event description:
It was reported that the patient underwent an initial anatomic total shoulder replacement on the left side. Subsequently, the patient experienced rotator cuff deterioration. As a result, approximately eight years and nine months post-surgery, the patient underwent a revision. It was noted "the implants were all in good shape and there was no osteolysis. The patient's rotator cuff deteriorated, indicating a conversion to reverse". Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available.

Manufacturer narrative:
D10: equinoxe, humeral stem primary, press fit 13mm (cat# 300-01-13 / serial# (B)(6), equinoxe replicator plate 4.5mm o/s (cat# 300-10-45 / serial# (B)(6), equinox square torque define screw drive kit (cat# 300-20-02 / serial# (B)(6), equinoxe, humeral head short, 50mm (beta) (cat# 310-01-50 / serial# (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined; however, may have resulted from patient related conditions of rotator cuff deterioration. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.